Event description:
I have been wearing contacts since I was 15. I never had one problem for over 30 years until I switched to bausch and lomb renu. Last year I started having a problem in my eyes that still exists. I switched back to aosept to clean my lenses. I awlays suspected that the renu solution caused the problem. My eye dr treated the problem late last year but the treatment only partially treated the problem. I plan to go back to the dr next week to see if it could be a fungus or other problem as the result of renu.